Event description:
(B)(6) 2011 had alma harmony laser done and went back for a second treatment in (B)(6) 2011. Then (B)(6) 2011 had the revitalight skin care treatment weekly for six week. After both treatments, started noticing halo around her eyes. Feels that either high setting was used or the machine itself went too far into her subcutaneous tissue during her treatments. Her skin has gotten progressively worsening. No improvement to her face, face looks much older than she is. Overall ended up with worsening results after laser treatments.